Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6)-2016 for ventricular-sensing integrity counter (sic) and non-sustained tachycardia. Additionally, oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 394 ventricular-sensing integrity counter (sic) since last session 23.7 days ago. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had an lead integrity alert (lia) for noise and sensing integrity counter (sic). A lead fracture was suspected. The lead will be replaced. No patient complications have been reported as a result of this event.